Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was meant by misfired: no staples were delivered when the device was in operation. Did the device deliver any staples? No if yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? Yes if yes, was the cut line complete? Yes. Is the device available for return? No. If yes, please provide the contact name, address, and phone number for the shipper kit.